Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer's touchscreen was not functioning properly due to defective stylus. It was noted that the stylus was unable to work correctly and there was a break in the inner core of the cable. It should be noted that the damaged cable was not visible from the outside. Additionally it was noted that there was a break in the inner core from the cable of the stylus and was not working correctly. The stylus was replace and recalibrated. The software was reinstalled and updated to the newest version. The programmer then passed all final functional tests. Corrections: section h6: eval code result (fdr/annex c) <(>&<)> eval code conclusion (fdc/annex d) section h11. Addt manufacturer for MDR(product analysis summary) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's touchscreen was not functioning properly. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer's touchscreen was not functioning properly. It was noted that the touch screen was working normally without any problems. Additionally it was noted that there was a break in the inner core from the cable of the stylus and was not working correctly. The stylus was recalibrated. The software was reinstalled and updated to the newest version. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.